Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during the basal delivery with multiple cartridges. Customer's blood glucose level was 260 mg/dl. Reportedly, the customer successfully resumed insulin after a third cartridge was loaded.